Event description:
Medtronic received information that during the suturing into place of this bioprosthetic valve, severe regurgitation was observed due to a leaflet not closing completely, leaving a gap in the center of the coaptation area of the leaflets. There was no identified or suspected cause of the leaflet not moving as expected. Another valve of the same model and size was implanted with no adverse patient effects reported. It was reported the valve was not available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be submitted when the investigation is completed. (B)(4).